Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that catheter crossing difficulties were encountered. The target lesion was located in the mildly calcified left anterior descending (lad) artery the lesion had a significant bend of >45 and<90 degrees. A 3.50mm x 24mm promus element drug eluting stent was advanced however, device encountered resistance and was not able to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the stent was detached.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. A visual and microscopic examination found that the tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The device was returned to the complaint investigation site with the stent dislodged from the balloon. The balloon was found to have the stent impressions on it, indicating that the stent was crimped per process in the correct location during manufacturing. It was also noted that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).